Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with vancomycin-2gm (frequency and route not reported) and fortum-1gm (frequency and route not reported) for the peritonitis. The patient was recovering.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.